Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the cathode cable was heavily greased to allow temporary use of the unit. The representative then returned to the site, transported the unit to a safe location to perform the replacement and replaced the high voltage cable to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect high voltage cable has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while performing a planned maintenance (pm), the high voltage cable for the imaging system was damaged. The representative reported that the damage to the high voltage cable resulted in grainy image quality on 2d image acquisitions. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect high voltage cable was returned to the manufacturer for evaluation. Visual inspection found one of the candlestick was cracked.